Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-12610. It was reported the pt has discomfort and drainage at the lead site. Irrigation and debridement was done. The physician also removed an old suture. Follow-up revealed the staples were removed and the surgical wound has healed and there is no more drainage or discomfort.